Manufacturer narrative:
Inspected two sealed reservoirs. Performed manual prime and occlusion tests. Reservoirs passed per specifications with no occlusion observed during the analysis. Checked the snap-cap and septum for anomalies and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and was having problems with the reservoirs. The caller stated that they could smell insulin a lot more when the customer used the affected reservoir. No further information was provided.